Event description:
The base problem is that the medtronics paradigm insulin pump has no means for a pt to verify that the pump is delivering the correct dosage. The pump is returned and a refurbished one is sent. Reporter has been through 5 of these with very serious problems. The one reporter currently has 'thinks' it is delivering insulin and is not. They have also thought it had 37 units in the reservoir and the reservoir was empty at that time. Where did those units go? Did that contribute to the nighttime severe low? They are building all their new features and add on devices on their 511 paradigm pump which is causing problems for many pts. Reporter has had ongoing problems with it. Please do not approve pumps where you cannot verify the dose. And please pursue problems with the paradigm family on insulin pumps.